Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and replaced the power management board and the front panel bezel with label due to cosmetic appearance. The fse performed a full calibration and functional tests. The iabp unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. There was no patient involvement and no adverse event was reported.